Manufacturer narrative:
.

Event description:
Product analysis was completed for the handheld device on 04/08/2015. As a result of the missing battery cover, the handheld would not power on. Once a known battery cover was installed, the handheld performed according to functional specifications. This is a user associated event. Product analysis was completed for the software flashcard on 04/08/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device could not be powered on as the battery cover was missing. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.